Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom of leaking out of the incision was noted. It was also reported that the patient's infection was not device and procedure related. The patient was placed on antibiotics and underwent an explant procedure.